Event description:
It was reported that the patient with the cardiac resynchronization therapy defibrillator (crt-d) device was unable to run the right ventricular auto threshold (rvat)threshold test. Technical services (ts) reviewed and stated the rv thresholds were at 5.0 v and the left ventricular (lv) lead was in suspension. The health care professional (hcp) concluded that they did not suture down the leads appropriately and all the leads pulled back and also concluded that the rv lead most likely dislodged. The plan was to reposition this lead. This rv lead remains in service. No adverse patient effects were reported.